Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stated that this lead shows farfield oversensing and all events fall into noise window. No patient symptoms were reported. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)